Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. A philips field service engineer (fse) visited onsite and confirmed that the 24v power supply in the dvi matrix switch was defective. Review of the logfiles identified a dvi switch issue. The fse replaced the dvi matrix switch to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The power supply unit was returned for further analysis. Functional testing was performed, and an electrical defect was observed. The codes were updated based on the investigation outcomes.